Event description:
During an open reduction internal fixation of a mandible symphysis fracture, the tip of an imf screw broke off into pt's bone. The surgeon was able to retrieve the broken tip. The surgeon was able to reduce the fracture and the procedure was completed with no further problem and no harm to pt.

Manufacturer narrative:
Screw was returned in two pieces. The part was broken mid shaft. The headed portion of the screw is in fair condition. The other end has thread damage and the tip is also damaged. The thread profile, thread major diameter, and thread minor diameter were all checked on the headed portion of screw and found acceptable. However, due to the damage, these features could not be checked on the tip end.